Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms this complaint is based on a *literature review,* in a scientific publication, gavaskar, "helical blade or the integrated lag screws: a matched pair analysis of 100 patients with unstable trochanteric fractures" it was reported that the patient presented a varus collapse and a new operation was required. However, without supporting clinical/medical documents, a thorough investigation cannot be performed. Should any clinical information become available this complaint can be re-assessed. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
In a scientific publication, gavaskar, "helical blade or the integrated lag screws: a matched pair analysis of 100 patients with unstable trochanteric fractures" it was reported that the patient presented a varus collapse and a new operation was required.